Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were episodes of inappropriate magnet response noted via remote monitoring. The episodes occurred in a non-clinical environment and the physician does not allege a device malfunction. The patient was stable with no consequences and will continue to be monitored.